Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked reservoir window were noted during the visual inspection. No button error alarm was noted. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. Moisture damage was noted on the electronic assembly.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer also states that there is fluid under the lcd display. The blood glucose reading is 396 mg/dl. The insulin pump will be replaced. Nothing further reported.